Manufacturer narrative:
An event regarding patient factors (dislocated and fractured right native patella) involving a triathlon insert was reported. The event of patient native patella dislocation was confirmed by medical review. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms patella dislocation and post revision x-ray with new metal back patella shows subluxation, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the review of provided medical records confirmed the patient native patella dislocation. The revision is due to the patient factor, which is non-device related. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Postoperative diagnosis: the patient underwent bilateral total knee replacement (B)(6) 2017. Patient had right knee mechanical complication with dislocated and fractured right [native] patella due to patella insufficiency. Patient underwent right total knee revision (B)(6) 2019.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Postoperative diagnosis: the patient underwent bilateral total knee replacement (B)(6) 2017. Patient had right knee mechanical complication with dislocated and fractured right [native] patella due to patella insufficiency. Patient underwent right total knee revision (B)(6) 2019.